Event description:
Event description cpi received information that during the replacement prcedure of an implantable pulse generator (ipg), the physician elected to remove this bipolar lead from service because of non capture.